Event description:
A caller reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through a complete pump reset, and after the reset, the error did not appear again. The caller successfully started their sensor session.